Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure at t8, "the or-nurse tested the balloon and pulls a balloon vacuum in accordance with the "IFU". Inside the vertebral body with a low flow ( under 0,5 ml) and low pressure (under 50psi) and the balloon damaged. The contrast-medium ran into the body." They took another balloon to finish the operation. "They used the new balloon and a new introducer in case inside the vertebral body with the same pressure and flow the balloon damaged, again, contrast-medium ran into the body. They change the balloon with the rest from the steril tray and closed the operation successful."

Manufacturer narrative:
Analysis of the returned device shows that during visual analysis, the shape of the balloon and the presence of blood indicates that it has been used in surgery on a patient. During functional analysis, an attempt was done to inflate the balloon, but it was not possible due to a hole or leak. Further investigation indicates that there is a small hole on the balloon nearby the distal peak. Marks are visible on the balloon around the hole that indicates a contact with sharp bone. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is due to a contact with bone splinters during surgery.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.